Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a transcaval procedure the embolization coil was partially deployed out of the microcatheter when it became stuck and detached from the pusher wire. The microcatheter and coil were removed from the patient and replaced with a new set and successfully completed the case. There was no harm or injury to the patient, who was stable.

Manufacturer narrative:
The investigation of the returned coil system found the implant severely stretched and to be separated from the pusher. The implant was found stuck inside the returned microcatheter with the proximal end damaged and compressed. The investigation found the pusher's monofilament with a stretched tail shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The returned microcatheter was found damaged 11" from the distal end. This damage creates a decrease in inner diameter, which would cause increased resistance/friction during retraction. The investigation determined the separation of the implant is consistent with the implant becoming stuck and then experiencing retraction forces that exceeded the strength of the monofilament. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.